Event description:
The international distributor reported that the snubber board on the ventilator power supply had failed. It was unknown if the ventilator was in use on a pt or if an alarm sounded, however, the customer reported there was no pt harm. The distributor's service technician reported that the snubber pcb showed signs of overheating. The service engineer replaced the snubber pcb to correct the findings. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na